Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20feb2019. (B)(4). Reporter phone number unknown. The manufacturer¿s international service technician confirmed the reported alarm issue. The manufacturer¿s international service technician replaced the central processing unit and motor controller (mc) printed circuit board assemblies to address the reported problem.

Event description:
It was reported that during periodic maintenance, the manufacturer's international service technician observed an error code indicating a backup alarm failure in the device diagnostic logs. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 05/19/2019. Failure analysis on the returned motor controller (mc) board shows no problem found with the motor controller (mc) board. Failure analysis on the cpu board shows that this is a failure of ls1. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.